Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: patient consequences? If yes, please specify. Did any needle piece(s) fall into the patient? If yes, was\were the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a suture surgery on (B)(6) 2025 and suture was used. During the procedure, the patient suffered from pain in the right wrist due to a sharp instrument scratch, bleeding for 1 hour. The patient came to our department without treatment and was observed to be conscious and in good spirits. The doctor performed surgery and found that the middle of the needle was broken after opening the suture. A new suture was immediately replaced, and the above situation did not occur again. No adverse patient consequences were reported. Additional information was requested.